Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse).the shock failures were originally believed to have been caused by a potentially faulty capacitor, it was later determined that the therapy pca was defective and required replaced. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported that the defibrillator had a faulty capacitor. The event occurred during clinical use, but there was reportedly no patient harm.